Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she was admitted to the hospital due to diabetic ketoacidosis. The customer treated the customer with lantis. The customer stated that her pump also alarmed no delivery. The customer declined to troubleshoot for no delivery. The customer was advised that there are different tapes and preps that will help hold her set in while priming.